Manufacturer narrative:
(B)(4).

Event description:
The catheter "got damaged in the back area." The catheter was revised. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.